Event description:
It was reported that the patient had developed repeated, severe hematomas in the device pocket. The physician opted to remove the entire system and replace a new system on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 5076-58 implantable pacing lead, (B)(6) 2013. (B)(4).